Manufacturer narrative:
The date of the event onset was clarified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: on an unreported date in october 2016, the patient experienced peritonitis.the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. In the same month as the onset, the patient was hospitalized for the peritonitis for five days. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics (route, duration, and dose were not reported) for peritonitis. In the same month as the onset, the patient recovered from the peritonitis event. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.